Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('mine went with me parts/I'm sure there are some') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and paraesthesia ("extremities have been tingling"). The patient was treated with medical device removal hysterectomy. Essure was removed. At the time of the report, the device breakage and paraesthesia outcome was unknown. The reporter considered device breakage and paraesthesia to be related to essure. The reporter commented: most women on here that have had them migrated have a beastly time getting doctors to remove the chunks left. I just had mine removed via hysterectomy because that's the safest way to get them out. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('mine went with me parts/I'm sure there are some') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and paraesthesia ("extremities have been tingling"). The patient was treated with hysterectomy. Essure was removed. At the time of the report, the device breakage and paraesthesia outcome was unknown. The reporter considered device breakage and paraesthesia to be related to essure. The reporter commented: most women on here that have had them migrated have a beastly time getting doctors to remove the chunks left. I just had mine removed via hysterectomy because that's the safest way to get them out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('mine went with me parts/I'm sure there are some') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), paraesthesia ("extremities have been tingling") and hair growth abnormal ("no hair grow"). The patient was treated with hysterectomy. Essure was removed. At the time of the report, the device breakage, paraesthesia and hair growth abnormal outcome was unknown. The reporter considered device breakage, hair growth abnormal and paraesthesia to be related to essure. The reporter commented: most women on here that have had them migrated have a beastly time getting doctors to remove the chunks left. I just had mine removed via hysterectomy because that's the safest way to get them out. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage ,paraesthesia, no hair grow. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Age group added. On 23-mar-2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.